Manufacturer narrative:
Product ID # (B)(4). Product event summary: the analyst noted a partial delivery system was returned without the device, tether, and tether pin. No anomalies were found. The delivery system outer shaft was bent at 11.5 cm from the distal end. The delivery system inner shaft was kinked/bent at 2 cm from the distal end of the recapture cone. Blood was observed on the device cup of the delivery system. Visual analysis of the delivery system indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: brand name: micra, model #: micra-delsys/ expiration date: 14-sep-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 05-sep-2019. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 11-apr-2019 h5: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) changed position, exhibited rising thresholds and exhibited decreased sensing when the tether was removed. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.